Event description:
The patient went to the ER due to inappropriate shocks caused by noise. This patient has a small subclavian and is also an avid hunter. The patient had two previously capped leads ( (B)(6) 2012) still implanted and it is believed one or both of the leads were rubbing against the active rv lead. The physician decided it would be best to remove all the leads except for the OEM lv lead and implant a new rv lead. The chronic ra lead and ICD were reused. This lead originally was capped due to the system being moved to the right side. This lead was not long enough to tunnel across.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.